Event description:
While surgeon was using bovie, noticed it was burning the patient skin. Surgeon stopped the bovie and noticed after looking at the bovie tip that there was a hole in the blue insulated part of the bovie shaft. They did not have any other cautery sources on the field.